Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient contact reported to technical support during troubleshooting a liberty cycler alarm that a fluid leak was observed leaking on the floor. A loud pop was reported and the cassette popped out. Fluid was observed on the floor. It was reported that no fluid was observed in the cycler. The patient was advised to discontinue use of the cycler. Follow up with the patient indicates that treatment was not completed. Treatment was resumed on the replacement cycler. Additional information was solicited.

Manufacturer narrative:
The reported complaint symptom code fluid leaking was not confirmed. The reported complaint symptom code pressure leak alarm was not confirmed. The reported complaint symptom code cassette pops out/ hard to insert was not confirmed. No fluid leaks in the test cassette during the test treatment. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. There was visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. The simulated treatment was performed, completed without failures or problems. A visual inspection of the returned cycler exterior showed no sign of physical damage. Passed mushroom head check. Test positive for glucose. The voltage check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event.

Event description:
"."